Event description:
It is reported that the device was implanted in 2007, and the pt was revised in 2009, due to infection.

Manufacturer narrative:
Eval summary: the sterilization process for this device was validated in accordance with FDA regulations and standards to a sterility assurance level of 1.0 x 10-6 or better. In addition, the mfg lot specified in this complaint was processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to the infection. Eval codes: only the stem was returned for analysis. Device history records indicate all components were manufactured and inspected to specification.